Event description:
The pt service rep (psr) assisting an (B) (6) female, pt, contacted zoll lifecor customer support to report that a piece of the monitor fell out during a pt fitting. The pt's monitor was replaced.

Manufacturer narrative:
Device eval summary: device eval of monitor (B) (4) has been completed. The reported problem was confirmed. The reported problem (piece fell out of monitor during fitting) has been confirmed. Upon inspection, it was discovered that the piece that fell out of the monitor was part of the battery connector. The monitor was unable to power on with a damaged battery connector. The root cause of part of the battery connector falling out of the monitor cannot be positively determined. No adverse event resulted from the missing battery connector. The psr received a replacement monitor.